Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The customer's blood glucose was 78 mg/dl at the time of the incident. The customer's blood glucose was 121 mg/dl at the time of call. The customer was admitted to get medical treatment. The customer stated that they treated his high blood glucose with the soda. The customer also reported that his left body was unresponsive which cause him to fall and his head hit the ground. The time of the hospitalization was 4pm to 5pm and the date of the hospitalization was (B)(6) 2015. The customer stated that the drive support cap was flushed. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.